Event description:
It was reported by the customers doctor that the customer had a hospitalization due to low blood glucose from an over delivery from the insulin pump. Customer's blood glucose level at the time of the hospitalization was 16 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital. Doctor states the insulin pump delivered insulin without programing. Troubleshooting was declined, because customer is in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.